Event description:
It was reported that during a thyroid procedure, the device's hand switch buttons and tip became extremely hot. There was no burns reported. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.